Event description:
Customer's father reported his son's blood glucose was fluctuating for the past week. The father believed there was a problem with the insulin pump and sensor. The customer's blood glucose was 530 mg/dl. The father stated his sensor glucose was showing 76 mg/dl. The father also reported giving his son a dual square wave bolus that was not recorded in the bolus wizard history. At the end of the call the father mentioned he may have not administered a dual square wave bolus, hence nothing was recorded. The father stated he would call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.